Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the initial b3.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "peroral endoscopic myotomy with fundoplication using full thickness suturing (poem - fts) overstitch device - a feasibility study."     Literature summary this case series represents patients who underwent fundoplication with full-thickness suturing (poem+fts) to assess its safety and outcomes. A total of 15 patients were included. The median duration of 114 min (range 105-118), with technical success in 10 (66.7%) patients. At 3-month follow-up endoscopy, 10/10 (100%) patients had well-maintained fundoplication, median eckardt score of 1(iqr 0-1) and no erosive esophagitis (clinical success). All these 10(100%) patients were off proton pump inhibitors at six months.     Type of adverse events/number of patients bleeding (1) abdominal pain (2). Gif-hq190 is raised as the representative scope of gi 190 scopes.

Manufacturer narrative:
Since the literature described "gif-hq190" and"gif-xp190n", olympus selected "gif-hq190;" as a representative product. Attempts were performed to obtain additional information, but no response was received. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.